Event description:
It was reported before use, the physician inserted the transeptal needle into the dilator and sheath and felt resistance. The needle was retracted out of the sheath and some of the dilator material was observed on the tip of the needle.

Manufacturer narrative:
The introducer was received for evaluation. The transeptal needle used in conjunction with this introducer was not returned. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned dilator was received with a blockage caused by plastic scrapings from the inner wall of the dilator. Reshaping of the transeptal needle can cause this type of event. Since the transeptal needle was not returned for evaluation, the cause for the reported event remains unknown. (B)(4)